Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2021. Subsequently, the patient developed an infection at the skin around the abutment which was treated with topical and oral antibiotics (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.